Event description:
It was reported that within a few weeks of implant, the patient experienced pericardial effusion and unsatisfactory electrical values were found. Lead dislodgement was subsequently noted via chest x-ray. The helix was also noted to be bent. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 implantable pacing lead, (B)(6) 2013. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.